Manufacturer narrative:
This was a multi-level implantation with two m6-c artificial cervical discs and two fusions. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a patient had two m6-c artificial cervical discs implanted along with two fusions. Both m6-cs were removed due to collapse.

Manufacturer narrative:
A4: 60 kilogram. B3: 10-sep-2019. B4: 18-may-2021. D8: no. G1: mr. (B)(6). G3: 18-may-2021. G6: follow-up # 1. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - impact: 4627. Medical device problem code: 1099. Type of investigation: 10, 3331. Investigation findings: 140. Investigation conclusions: 4315. H10: it was reported that a patient with 2 m6-c device was revised due to pain and arm sensations in arms and both hands. Both devices were intact upon removal. No radiographs or radiographic analysis were provided. Although infection was suspected, no laboratory reports, results or tissue samples were provided. Without radiographs or radiographic analysis, it was not possible to determine whether the implant was properly sized and positioned, and/or the device may have been contraindicated for this patient.